Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received an ilet pump that appeared cosmetically worn with scuffs and experienced a nonresponsive touchscreen, and a replacement pump was arranged. Symptoms included no reported clinical effects. Outcomes included no impact on health or medical care. Investigation included review of complaint details and logistical follow-up regarding replacement. Investigation of this case revealed a touchscreen responsiveness issue concurrent with cosmetic wear, with no alerts or alarms reported. It was concluded that the device exhibited a touchscreen malfunction; clinical harm was not identified.